Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had audio anomaly. Customer¿s blood glucose was unknown at the time of incident. Customer states that audio beep test was failed. Device will be returned for analysis.

Manufacturer narrative:
Device passed the sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, and the displacement test. However, device alarmed hardware low level failures error during the self test and hardware low level failures error is found in the downloaded history file due to broken trace at pin on the keypad assembly. Adjusted the audio options audio volume and each setting functioned properly. No unexpected audio anomaly or absence of audio alarms noted during testing.